Manufacturer narrative:
H6: added type of investigation code b13 h11: added the results of the investigation. Investigation summary no product was returned for investigation. Major bleed: - gi bleed, pt underwent egd, two clips applied to ulcer. The root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review: device with sn: (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient was initially admitted on (B)(6) 2025 with acute cholecystitis and a non-st-elevation myocardial infarction with a troponin peak of 5,000, which was initially considered non-ischemic. A choley drain was placed, and his initial ejection fraction was 60%. The patient was re-presented on (B)(6) 2025, from rehab with shortness of breath, chest pain, and signs of heart failure. He was transferred on (B)(6) 2025 for a video-assisted thoracoscopic surgery (vats) to address a hemothorax. Following the vats on (B)(6) 2025, the patient severely decompensated overnight into cardiogenic shock, requiring three pressors and having a lactate level of 13. An urgent echo showed a drastically reduced ejection fraction of 10%. The shock team initiated urgent mechanical circulatory support by placing veno-arterial extracorporeal membrane oxygenation (va ECMO) and an impella cp. Upon initiation of va ECMO and aimpella cp (ecpella support), the patient stabilized rapidly, allowing weaning off most pressors to only a low dose of levophed. Perfusion to both legs is confirmed. On day 4 of ecpella support, it was noted that the patient would be weaned from va ECMO over the weekend. On day 7 of impella cp support, the patient developed a gastrointestinal bleed (gib). The patient¿s anticoagulation therapy was withheld. An esophagogastroduodenoscopy was successfully performed, and a total of four clips were applied to an ulcer, which appears to have resolved the bleeding issue. The patient required two units of packed red blood cells for stabilization. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.